Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive and the act and esc buttons do not work. The customer's blood glucose reading was 350 mg/dl at the time of incident. The customer was advised that the device would be replaced and agreed to return the product for analysis. No further details provided.

Manufacturer narrative:
The insulin pump received with no esc and act button response due to corroded keypad traces. The insulin pump received with minor scratched display window, cracked display window corner, cracked case at display window corners and cracked reservoir tube lip.